Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-00048. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2025-00048. The initial report was created in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: sweden.

Event description:
It was reported that smoke developed after connecting to ac outlet prior to surgery. Smoke was inhaled by staff and patient. According to the deviation report, heavy smoke development occurred from the motor unit/power unit and thus not from the flushing nozzle. Smoke development occurred before skin cuts, cords were pulled out and the motor unit was locked in an empty pass-through cabinet. After a while, the operation could begin. Due diligence is complete, there is no additional information is available.